Event description:
It was reported that a physician is having issue with the handheld. It is impossible to calibrate the screen. The handheld keeps requesting the alignment with the pointer pen. This issue occured previously and could be solved. At present, nothing could solve the issue. Review of manufacturing records confirmed all tests passed for the concerned handheld prior to distribution.

Event description:
The suspect programming computer was returned to the manufacturer and analysed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis.